Manufacturer narrative:
Method: actual device not evaluated. Asp investigation summary: the investigation included a review of the batch history record, complaint trending, supplier evaluation, risk analysis and retains testing. The batch history record could not be reviewed as the lot number was not available. Complaint trending could not be performed as the lot number was not available. The supplier was not notified of the issue since it was not identified as a manufacturing or functional issue. A risk analysis was reviewed for the issue of procedure related and severity of the issue was considered to be low. Retains testing was not performed as the lot number was not available. No problem could be found with this issue. The customer inquired about the specifications surrounding the type and transparency of the bottle or container to use to transport cidex® opa solution and it was thought the customer was not using the product according to the instructions for use (IFU). Upon further follow-up, the customer stated they are following the IFU and confirmed they use personal protective equipment (ppe) while handling the product. The advanced sterilization products (asp) clinician reviewed the potential allergic reactions that can occur if the IFU is not followed. The customer confirmed they are aware of these reactions and stated there have been no injuries to healthcare workers or patients involved with the cleaning of their instruments. The IFU was also mailed to the customer for use. The issue will continue to be tracked and trended.

Event description:
A customer states they are using cidex® opa solution to sanitize their endoscopy equipment and stated they carry an in-use cidex® opa bottle with 32-ounces of cidex® opa in for this purpose. They are inquiring if there are specifications as to what type of bottle they can used for this purpose. Per the instructions for use (IFU), cidex® opa solution should be stored in its original sealed container at controlled room temperature 15 - 30°c (59 - 86°f) in a well-ventilated, low-traffic area. Once opened, the unused portion of the solution may be stored in the original container for up to 75 days until used. This event is being reported since the customer is using the cidex® opa solution for off-label use and not following the IFU. There have been no serious injuries reported. Several attempts to get more information in regards to how the solution is being used has been unsuccessful. Asp will continue to follow-up for additional information. (B)(6).